Manufacturer narrative:
No bends or kinks were observed on the soft cannula. The formed hard needle was observed to be exposed past the needle well of the bottom housing and therefore did not fully retract. The linkage assembly seen through the top housing was observed to not be fully retracted. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred which resulted in the exposed needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 260 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, water was consumed and a new pod was applied.